Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0, integrated electro surgical unit to resolve the reported issue. System tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a c-34 error occurred. The customer stated that this error was only occurring when they used the monopolar hook instrument. An intuitive technical support engineer (tse) viewed system logs and confirmed the c-34 error. The customer stated that they had swapped out the instrument cord and instrument (another hook) and tried a monopolar curved scissors (mcs) instrument, but the issue remained. The tse recommended to power cycle the integrated electrosurgical unit (iesu) and confirmed no CT scans or additional esu's were in close proximity of the iesu. The customer confirmed no possible magnetic interference and was able to power cycle the iesu, but the c-34 error immediately returned once the monopolar energy was activated. No issues with bipolar noted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Correction: field d4 was updated to reflect the correct product information. The product involved in this complaint was received and tested by failure analysis. The iesu was analyzed and upon visual inspection, no issues were found related to the reported event. The iesu was tested using the system, and upon startup, the unit displayed a c-34 hf voltage error. Failure analysis concluded that the root cause could be attributed to the c-34 hf voltage issue. As a result of these findings, the unit was returned to the original equipment manufacturer (OEM) for additional failure analysis. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h11 for follow-up information.